Event description:
It was observed that during device evaluation, the videoscope during manual cleaning, cleaning fluid was not sent to the air and water channels. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) years since the subject device was manufactured. Based on the results of the investigation, it was found that manual feeding of the detergent solution was not conducted based on the information that feeding of the detergent solution was unrequired in the case of using the subject device as the non-olympus reprocessor. However, instructions for use for the subject device recommends feeding the detergent solution even if the reprocessor is used. Therefore, it was determined that the device had been handled in the unrecommended way based on the user¿s decision. It was confirmed that instructions for gif-xz1200 reprocessing manual chapter 4, ¿reprocessing workflow for endoscope and accessories¿ describes the reprocessing method. Olympus will continue to monitor field performance for this device.